Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The console unit was returned and evaluated. The heater module was replaced. Wear and tear could have contributed to this event as multiple uses could cause damage to this component.

Event description:
A hydrothermablation endometrial ablation system was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient identifier, age, date of birth and weight are unavailable). According to the complainant, during the hysteroscopy phase, the system generated a continuous beeping sound, then froze and would not progress to the next phase. The power on the console unit remained on at this time. No alarm or error messages generated on the system. The machine was then manually turned off then on again. Upon being turned back on, the beeping sound resumed and the system was unresponsive. The procedure was aborted. There were no further complications reported with this event. The condition of the patient is reported to be "fine."

Event description:
A hydrothermablation endometrial ablation system was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient identifier, age, date of birth and weight are unavailable). According to the complainant, during the hysteroscopy phase, the system generated a continuous beeping sound, then froze and would not progress to the next phase. The power on the console unit remained on at this time. No alarm or error messages generated on the system. The machine was then manually turned off then on again. Upon being turned back on, the beeping sound resumed and the system was unresponsive. The procedure was aborted. There were no further complications reported with this event. The condition of the patient is reported to be "fine."